Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# : (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported one of the leads (all electrodes) had extremely high impedances. Impedances were run in office and after a new implantable neurostimulator (ins) was placed thinking that maybe it was a connection issue; however, still had high impedances throughout the entire lead. A new lead was placed and interrogated with normal impedances. The issue was noted as resolved. No symptoms were reported. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.